Event description:
The hospital reported that for this pt it was selected a cvvhdf therapy and the initial treatment started in 2002. The scale calibration may have been performed using the side hook. Over the 4 days the pt weight dropped 14.7 kg. The machine had been set to remove 6.4 kg.